Event description:
The plaintiff's attorney alleged that the decedent experienced circulatory and cardiac complications on unknown date(s), then experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00125, 00126, 00127, 00128, 2937457-2014-00043, 00044.